Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom as made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated they fainted while they were in the 2-hour warm up period. The patient¿s husband found the patient and called the emergency medical technician¿s (emts). When the emts arrived, they performed a finger stick on the patient and the patient¿s blood sugar was 8mg/dl. The emts administered the patient with glucagon and transported the patient to the hospital. Another finger stick was performed by the emts upon arrival to the hospital and the patient¿s blood sugar was 24mg/dl at which point, the patient was conscious and admitted. The patient was given food in the emergency room and was released at about 5:00pm on (B)(6) 2018. At the time of contact, the patient was doing good. No additional patient or event information is available. Dexcom labeling indicates: during the warm-up period, neither device will provide any sensor glucose readings. Your sensor glucose readings begin after the two-hour sensor warm-up has passed and you entered the initial two calibration bg values into either the smart device or the receiver.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates - correction to remove information as this was entered in error.